Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine via an implanted pump. The indication for use was spinal pain. It was reported the patient's pump was not working and no medicine was coming out of it anymore. The patient had not seen their pump follow-up doctor in a few years.